Event description:
The customer observed falsely elevated phenobarbital results while using the architect c8000 analyzer. The customer indicated an intial result of 40.8 ug/ml, the sample was autorepeated and generated a result of 59.3 ug/ml. The customer tested the sample a third time, generating a result of 7.4 ug/ml. The patient sample was repeated again in duplicate generating results: 14.6 and 25.2 ug/ml. The results have not been reported out of the laboratory. There has been no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service representative completed troubleshooting of the instrument which involved part replacements which resolved the result related issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate with regard to maintenance, component replacement, and troubleshooting the reported issue. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.

Manufacturer narrative:
(B)(4): no consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.